Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Suspected driveline damage was not able to be confirmed as neither the pump nor log files are available for evaluation. It was reported that the patient had a known driveline break (refer to MFR # 2916596-2023-01866) and was transferred to an outside center for a second opinion and possible pump exchange. The exchange was not performed, and the patient expired on (B)(6) 2023. The details leading up to the patient¿s outcome were not able to be provided. It was thought that the patient¿s outcome was related to the driveline break; however, it was also reported that the device operated as expected. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline/driveline repair, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The patient had a known driveline break, was transferred to an outside center for a second opinion, and passed away. The patient was not an exchange candidate. The death was considered to be related to driveline break.